Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified that the red coiled cap was found loose/separated from the housing, confirming the reported condition. The assignable cause of this issue was determined to be mis-alignment of the coil cap in production. A quality alert training was issued and the operators in the production line were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv 5 ml/hr had a loose cap. This issue was observed before use. There was no patient involvement. Additional information was requested and is not available.